Event description:
It was reported that during implant attempt, there was oversensing noted after connection to the device. There was no more oversensing noted with the new lead. The oversensing issue was thought to look like grommet issues but has since been resolved. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found, full lead. Visual inspection: it was noted that the defibrillation conductor was distorted.